Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button did not respond on insulin pump. Customer stated that time advanced on the next minute. Customer was wanted to give bolus, however the act button was not allowing her to deliver bolus on insulin pump. No harm requiring medical intervention was reported. Customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.